Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump was received with cracked display window corner and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
It was reported of a prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 186 mg/dl. The customer stated that insulin squirted out during manual prime. The customer reported that the numbers do not ramp up during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal.